Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had to recover the fridge storage space after each time it was opened, as the issue persisted and may have been related to a sensor alignment problem.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that remote manager had failed. The field service engineer (fse) recovered remote manager from phantom failure using unlock procedure; functionality restored. The system functioned as intended after the field service engineer (fse) resolved the issue.